Event description:
(B)(4). About 2 years following implantation with essure I started to have severe pelvic and abdominal pain. I have also experienced brain fog, anxiety, rashes/hives, numbness in my limbs, and worsening of my hashimotos disease. During removal it was revealed that both essure devices had perforated my fallopian tubes.